Event description:
It was reported to minimed that the customer experienced physical damage to the insulin pen. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105nngyna was requested and the device was returned.

Manufacturer narrative:
Per visual inspection: a broken dose knob. Broken off injection button. Missing front cap. Found the leadscrew retracting while dialing. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Found the leadscrew retracted while dialing. Found broken off injection button. Destroyed dose knob was found during visual inspection unable to perform front cap investigation due to missing front cap. In conclusion: a broken inpen was found during visual inspection. Several damages to the inpen were found during visual inspection and these can affect insulin delivery. Customer's complaint for a broken inpen was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.